Event description:
During a remote follow-up, episodes of myopotential oversensing were detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. Following reprogramming, r wave amplitude variation was observed on the device, but no further intervention has been performed. The patient was stable and will continue to be monitored.